Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 001. Literature article: eric goffin, michel tintillier, jean-pierre cosyns and olivier devuyst, "sterile chemical peritonitis secondary to icodextrin: immunohistopathological description". Peritoneal dialysis international, vol 22, no 6 (nov2002), 2002: pp 723-726. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin, ciprofloxacin and rifampicin (doses, routes and frequencies were not reported) for peritonitis. At the time of this report, the patient outcome was not reported. Pd therapy was discontinued and the patient was switched to hemodialysis. No additional information is available.